Event description:
Infection related to a hematoma. The reporting physician stated, the infection was treated and the patient is doing well with no real issue with the device.

Manufacturer narrative:
Add'l event date: 2009. Add'l implant date: 2009. This event was discovered through a casual conversation with a physician and was not reported as a complaint. The event was originally evaluated and determined to be anecdotal and not reportable. Several months later, after additional inquiry to the physician, the event was confirmed. However, multiple attempts via different methods of communication have been unsuccessful to get additional details from the initial reporting physician, his nurse, and the hospital's administrators. There is no information to confirm or dispute that the device caused or contributed to the event.